Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion in an unspecified coronary artery, the maverick2 monorailballoon was inflated to 4 atm's on the initial inflation, then would not hold pressure after 8 atm's on the second inflation, the pt was asymptomatic during this event. The maverick2 balloon was removed and replaced with an unspecified product. An atw guidewire and a goodtec 6f camino guide catheter were used, but the sizes and types of introducer sheath and inflation device used are unk. The maverick2 monorail balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good" no further info is available at this time.